Event description:
During device preparation prior to implant, the helix of the right ventricular (rv) lead was not able to be extended. After many attempts to deploy the rv helix, the rv helix sprung out and was found to be bent. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events of helix mechanism issue and helix bent were confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was extended and bent consistent with procedural damage and was clogged with blood/tissue. Unable to perform helix mechanism/extension length test due to the damaged helix. The cause of the reported event of helix mechanism issue was isolated to the damaged helix consistent with procedural damage and the helix clogged with blood/tissue. The cause of the reported event of helix bent was isolated to the damaged helix consistent with procedural damage.